Manufacturer narrative:
The returned waveone gold small file 21mm has been used but turns out to be not damaged, not broken, and the cutting edges have no marks of wear. No fault, no issue was found with this instrument. For information, the provided batch number has no corresponding with the catalog of the returned product. The right batch number is unknown, DHR cannot be reviewed.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveoen gold broke during use. The separated piece could not be retrieved and was incorporated into the filling.